Event description:
A customer reported a pump alarm issue during the loading process. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the caller on the correct procedure for removing the used cartridge and helped them attempt to load a new one. However, the cartridge alarm persisted, so technical support decided to replace the pump. The pump was under warranty, and the customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address for the replacement and instructed the customer on how to prepare the faulty pump for return using a prepaid label.